Event description:
User attempted to shock using "hands-off" paddles--device would not shock. User changed to paddles and during discharge larger electrical spark occurred. Repositioned paddles and recharged paddles--discharged--another spark occurred -resulted in brown burn-like area on paddle. User verifies that device did deliver the shock.